Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with an alert that the device reached eri. Further review of the transmission noted programmer longevity estimation discrepancy. The patient is scheduled for a device replacement.